Manufacturer narrative:
Additional info: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to be consistent around the first thread, preventing further engagement. After visual, optical and functional evaluation, the above observations are consistent with intraoperative misalignment. The damaged threads appear to be the result of misalignment.

Event description:
It was reported that the set screw slipped during insertion into the bone screw. The screw was exchanged for a new screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.